Manufacturer narrative:
According to the customer narrative, the coronary artery was blocked by a tissue flap native to the patient's anatomy, and the event was not device-related. As such, this event is attributable to patient condition and no further investigation is required. Device not available for return.

Event description:
The manufacturer was notified of the following event on september 28, 2017: on (B)(6) 2017 an attempt was made to implant a pvs 23 perceval valve. Upon implant, it became apparent that the coronary artery was blocked. Initially, this was attributed to the height of the perceval valve; however, it was later identified that the coronary was blocked by a tissue flap from the native anatomy. The added cross-clamp time is not known, and the patient is doing well. The valve was not available for return.